Event description:
Ous MDR - after an implantation time of about 42 months, oversensing without shock deliveries was reported. During the follow-up, the interference potentials could be reproduced by manipulating the ICD. X-rays did not show any anomalies on the lead. The lead could not be explanted and was deactivated. The ICD was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis report is thus based only on the ICD analysis and the data provided. The returned ICD was first interrogated. The device status was mol1, 30 charging processes were recorded. The ICD memory was checked; the available iegms showed interference on the ventricular channel. The intermittent jumps in impedance to < 250¿ohm reported on the complaint could be confirmed when reviewing the archived data. The connection system of the ICD was mechanically inspected. The screws for the shock and pacing outputs were fully functional. The introduced leads were accessible, low-ohm, and reliably contacted. The borings were all within specifications for the is-1 and df-1 standard. There was no material or manufacturing defect. ICD signal sensing and impedance measurement function were checked. The signals were sensed without any noise. The ICD recorded applied signals without any interference. The impedance measurement functions were checked with a long-term test and they were fully functional, no jumps in impedance were observed in particular. The ICD's therapy capability was checked. The anti-bradycardia output signal was fully functional and was as per the values programmed. A fibrillation signal was connected and the device reacted as per specifications with a defibrillation shock. The specified energy level was reached. The charge times were also regular. The ICD's manufacturing documents were reviewed. All production steps were correctly executed. There is no indication of a material or manufacturing defect. Summary: the lead from the complaint was not submitted for analysis. An examination of the available data could confirm the clinical observation, but a close inspection of the ICD showed it to be fully functional. Damage to the lead insulation cannot be ruled out as a cause for the clinical observation. There is no indication of a material or manufacturing defect.